Event description:
It was reported, the set screw for the electrode was disabled. It was stated, a revision occurred and it was a new placement of an electrode. It was noted, the patient had a lack of effect and their implantable neurostimulator was explanted and not used anymore but the electrode would be tested with an external neurostimulator. Reportedly, impedance testing was done and x-rays had been taken. It was noted, the cause of the issue was the set screw for the electrode was disabled. It was stated at a revision in (B)(6), the setscrew to tighten the electrode was probably unscrewed too far out. Reportedly, the patient had less than 50 percent therapy relief. It was reported, the patient was alive with no injury. It was later reported, the failure was discovered when opening the patient and no impedance measurements were taken. It was stated, the system visually looked okay but they discovered that the screw was not tightened and when trying to do so it turned and turned. Therefore, it was suspected that the screw was out of the thread. It was noted the explant was done on (B)(6) 2013.

Manufacturer narrative:
(B)(4).